Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2021-05130. It was reported a cerebrospinal fluid (csf) leak occurred during a trial procedure while the leads were being implanted. The procedure was completed, and leads were implanted.